Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because no sample was returned, the condition of the product could not be verified. The root cause cannot be determined. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient had a shallow anterior chamber and the shunt was noted to be touching the iris. The shunt remains implanted and one year after initial implantation the intraocular pressure was 12mmhg. In a follow up, the surgeon reported that there was no harm to the patient.